Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) and potassium (k) results generated by the unicel dxc 800 pro synchron chemistry analyzer. Two samples were tested and gave na results of 161 and 180mmol/l and k results of 5.4mmol/l and 6.5mmol/l which upon repeat gave na results of 136 and 140mmol/l and k results of 4.2 and 4.6mmol/l. The erroneous results were not reported outside of the laboratory. There was no impact to patient treatment as a result of this event.

Manufacturer narrative:
Prior to the event, qc was within the lab's established ranges. Bci hotline performed troubleshooting. Customer found twisted tubing which they untwisted and this resolved the problem. A malfunction will be assumed for the purpose of this report.